Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) surgical procedure, the customer found a broken cable from the fenestrated bipolar forceps (fbf) instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: reporter confirmed that the procedure was completed with a spare instrument with no patient harm, adverse outcome, or injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.